Event description:
It was reported that nexiva 24ga 0.75in y leaked. The following information was provided by the initial reporter: this is a report about leakage from q-syte. The customer reported as follows: the hcp placed nexiva for a patient and then attached q-syte. Leakage then occurred. Which side of q-syte the leakage occurred could not be determined. Maintenance fluids leaked and this was not associated with invasive procedures for the patient.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 2/10/2021. H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used q-syte and three photos. During the visual examination it was observed that there were no anomalies or damage to the external areas of the q-syte. During the microscopic examination, it was observed that there was no visible damage to the septum top disk or column wall. The unit was then tested for leakage in both the actuated and unactuated positions. No leakage was observed in the actuated position, but the unit did reveal leakage from the vent holes when tested in the unactuated position. Further microscopic examination revealed there was a tear in the bottom disk, likely allowing for leakage to occur. The reported defect was confirmed and likely due to misalignment during manufacturing. A device history record review could not be performed as the lot number is unknown.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that nexiva 24ga 0.75in y leaked. The following information was provided by the initial reporter: this is a report about leakage from q-syte. The customer reported as follows: the hcp placed nexiva for a patient and then attached q-syte. Leakage then occurred. Which side of q-syte the leakage occurred could not be determined. Maintenance fluids leaked and this was not associated with invasive procedures for the patient.